Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. As well, as that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose level was around 250 mg/dl. The customer reverted to an alternate method of insulin therapy.